Manufacturer narrative:
Results - 3 returned samples were tested for leakage in a 45 psi system. 1 of the samples had leakage. The actual sample was seen to have holes in it. 5 retain samples were tested under the same conditions and no leakage was observed. The retain samples were also examined under 10x microscope with no abnormality found. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion - root cause is from septum aging. Septum aging is not related to manufacturing processes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a bd intima ii¿ IV catheter during use. There was no report of exposure to mucous membranes, injury or medical interventions.